Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received a total of 40 insyte autoguard bc 20ga units. Two units within open packages from lot number 8087872 and 38 units within sealed packages from lot number 8184941. All within sealed packages with all contents intact. Through the visual microscopic evaluation there was no physical or mechanical damage found on any of the units received. Foreign matter was not found present on any of the units within sealed packages. A string of white material was however observed on the unit within the open package. The reported issue was confirmed. The material observed (non-foreign) on the unit received was determined to be catheter tubing residual adhered to the lube during the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was foreign mater on the catheter tip. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: fm on the catheter tip.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8087872, medical device expiration date: 2021-03-31, device manufacture date: 2018-03-28. Medical device lot #: 8184941, medical device expiration date: 2021-06-30, device manufacture date: 2018-07-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was foreign mater on the catheter tip. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: fm on the catheter tip.